Manufacturer narrative:
Concomitant medical products: enlw1616c124e, stent graft, implant: (B)(6) 2011; enbf2513c166e, stent graft, (B)(6) 2011.

Event description:
It was reported that during a surgery, a right ventricular (rv) lead integrity alert (lia) was triggered for oversensing and the patient was inappropriately shocked. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.